Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect total b-hcg, list number 07k78-30, and manufacturing site a.i.d.d longford; longford, ireland in section d of this report to architect i2000sr, list number 03m74-02, and manufacturing site abbott manufacturing inc; irving, texas. MDR number 1628664-2019-00454 has been submitted and all further information will be documented under that MDR number. H3 other text : likely cause changed to analyzer.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer.

Event description:
The customer reported a false positive architect b-hcg result on the i2000sr analyzer. Sample ID (B)(6) from a (B)(6) female generated an initial result of 499.19 iu/l and retest result of <1.2 iu/l. No impact to patient management was reported.